Manufacturer narrative:
Evaluation, results: ( root cause is undetermined); inherent risk of procedure (dislodgement); no results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: inherent risk of procedure (dislodgement); unable to confirm complaint (device or procedural images were not returned for review); (root cause is undetermined). (B)(4).

Event description:
It was intended to use a resolute integrity 2.75 x 14 mm drug eluting stent to treat a lesion in the lad vessel. The anatomy was reported as being calcified and tortuous. The device was removed from the hoop with no issues noted. The stent was inspected after removal of the sheath and no issues were noted. It was reported that the stent was found to be off the balloon under fluoro as it was passing through the guideliner. Neither the stent or the stent balloon catheter entered the coronary anatomy. The stent was retrieved from the guide catheter. There were no reported patient complications.